Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Subsequently during routine follow up on (B)(6) 2016, computed tomography revealed a separation of cuff and main body (endoleak type iiia). The separation was repaired on (B)(6) 2016 using a suprarenal and an infrarenal aortic extension. The physician also implanted a limb extension. The patient is in stable condition.